Event description:
A endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck was 22.5 mm in diameter and 15 mm in length. The left common iliac artery was 22-25-21 mm in diameter and the right common iliac artery was 16 mm in diameter. The right femoral artery measured 9.3 mm in diameter and the left femoral artery measured 8.4 mm in diameter. The neck angle was greater than 60 degrees. It was reported that on the final angiogram a blush was observed just below the left renal artery. The physician believes it may have been a proximal type I endoleak. An intervention was performed and an endurant cuff was implanted resolving the endoleak. The physician stated that the endoleak may have been due to the patient¿s reverse funnel aortic neck and angulation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Conclusion: off-label (neck angulation greater than 60 degree).